Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was found to be leaking during the procedure. The valve was replaced and there were no symptoms or complications associated with the event. The patient recovered normally.